Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Inspection of the device revealed that the shaft was severely kinked 35.5cm distal of the strain relief. Functional testing was performed by placing the angiojet ultra console. The complaint device failed to prime and the 'check saline supply' error was displayed on the console and the catheter leaked from the severe kink. The shaft was microscopically inspected and at the kink and it was revealed that there was a hole in the shaft. The shaft was then cut at the kink to inspect the hypotube as the device won't prime, and it was revealed that the hypotube was also separated at this location. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and then separate. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime.

Event description:
Reportable based on device analysis completed on 24-aug-2020. It was reported that tubing leak occurred. The patient was presented with lower limb arteriosclerosis occlusion disorder for a mechanical thrombectomy procedure of the right femoral artery and left lower extremity artery. An angiojet solent omni was advanced for treatment. The patient was sedated under local anesthesia. During procedure while under thrombectomy mode, it was noted that blood was leaking at the tubing near the end of the catheter. The catheter was damaged and could not be used. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.